Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned for evaluation. Visual inspection confirmed housing damage. The functional evaluation confirmed the device would not generate an alarm under expected alarm conditions, establishing a relationship with the event reported. The root cause was determined as a defective main circuit board. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, renasys go device case is cracked. Also, device can´t generate alarms under expected alarm conditions. No patient harmed, and no injury reported because this was found during service and repair.